Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus, my doctor performed an ultrasound and notice the devices were located in my uterus"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), bipolar I disorder ("psychological or psychiatric problems condition: manic depression") and bipolar disorder ("psychological or psychiatric problems condition:psychological or psychiatric problems condition: bipolar") in an adult female patient who had essure (batch no. 624101) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pap smear abnormal, dysplasia, adnexal mass, vaginal infection, vaginal discharge, anemia, acne, allergy to arthropod sting, diarrhea, gastroesophageal reflux disease, hypothyroidism, insomnia, vitamin b12 deficiency, asthma aggravated, hypokalemia and sexually transmitted disease. Previously administered products included for an unreported indication: adderall, wellbutrin and xanax. Concurrent conditions included obesity, panic attacks, laryngeal papillomatosis and hemochromatosis. Concomitant products included budesonide;formoterol fumarate (symbicort) since (B)(6) , ipratropium bromide;salbutamol sulfate (duoneb) since (B)(6) , lamotrigine (lamictal) since (B)(6) , macrogol 3350 (miralax) since (B)(6) , mometasone furoate (flonase) since (B)(6) , omeprazole, promethazine since (B)(6) , salbutamol sulfate (ventolin hfa) since (B)(6) and trazodone since (B)(6) . In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("psychological or psychiatric problems condition: anxiety"), bipolar I disorder (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) , the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and panic attack ("psychological or psychiatric problems condition: panic attack"). The patient was treated with surgery (ablation on (B)(6) . And hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, post-traumatic stress disorder, anxiety, panic attack, bipolar I disorder, bipolar disorder, migraine, headache, nausea, dysmenorrhoea, weight increased, abdominal pain and back pain outcome was unknown and the dyspareunia and fatigue was resolving. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, bipolar I disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, panic attack, pelvic pain, post-traumatic stress disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 235 lbs. Discrepancy in insertion and removal date: (B)(6) 2007 and (B)(6) 2015 respectively per mr. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Ultrasound scan - on an unknown date: both essure devices in uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain, dysmenorrhea, menorrhagia, weight gain, anxiety, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: quality-safety evaluation of ptc. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus, my doctor performed an ultrasound and notice the devices were located in my uterus"), uterine perforation ("perforation (uterus)"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), bipolar I disorder ("psychological or psychiatric problems condition: manic depression") and bipolar disorder ("psychological or psychiatric problems condition:psychological or psychiatric problems condition: bipolar") in a 32-year-old female patient who had essure (batch no. 624101) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, dysplasia, adnexal mass, vaginal infection, vaginal discharge, anemia, acne, allergy to arthropod sting, diarrhea, gastroesophageal reflux disease, hypothyroidism, insomnia, vitamin b12 deficiency, asthma aggravated, hypokalemia and sexually transmitted disease. Previously administered products included for an unreported indication: adderall, wellbutrin and xanax. Concurrent conditions included obesity, panic attacks, laryngeal papillomatosis and hemochromatosis. Concomitant products included budesonide;formoterol fumarate (symbicort) since (B)(6) , clotrimazole since (B)(6) 2018, erenumab aooe (aimovig) since (B)(6) 2018, ipratropium bromide;salbutamol sulfate (duoneb) (B)(6) 2015, lamotrigine (lamictal) since (B)(6) , macrogol 3350 (miralax) since (B)(6) , mometasone furoate (flonase) since (B)(6) , omeprazole, promethazine since (B)(6) , salbutamol sulfate (ventolin hfa) since (B)(6) and trazodone since (B)(6) . In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bipolar I disorder (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("psychological or psychiatric problems condition: panic attack"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches got worse after essure was placed"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2010 and hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, uterine perforation, pelvic pain, menorrhagia, bipolar I disorder, bipolar disorder, vaginal haemorrhage, post-traumatic stress disorder, anxiety, panic attack, migraine, headache, nausea, dysmenorrhoea, weight increased, abdominal pain and back pain outcome was unknown and the dyspareunia and fatigue was resolving. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, bipolar I disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, panic attack, pelvic pain, post-traumatic stress disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 235 lbs. Discrepancy in insertion and removal date: (B)(6) 2007 and (B)(6) 2015 respectively per mr. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Ultrasound scan - on an unknown date: both essure devices in uterus. Ultrasound scan vagina - on (B)(6) 2016: result- a right and left essure coil was seen extending into the myometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain, dysmenorrhea, menorrhagia, weight gain, anxiety, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received : events : perforation (uterus) was added. Event of "she did not undergo essure confirmation test" deleted. Date of ablation updated. Lab data and concomitant medication was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.